Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading, and caller was unable to successfully load cartridge and resume insulin therapy despite following prompts and using proper technique. There was no adverse impact to the customer¿s blood glucose level. Caller removed cartridge, delivered 9-unit bolus successfully, then switched to multiple daily injections for backup insulin therapy while technical support arranged replacement pump and original cartridge, confirmed shipping and return instructions, advised on storage mode, and informed caller about setting up pump settings and reconnecting cgm on replacement device.